Manufacturer narrative:
The philips field service engineer (fse) inspected the system on site and identified an issue with the system's geometry module, which was replaced and returned to philips for further analysis. Review of system log file is inconclusive as the mechanical issues with the geo module are not visible in logs. The part analysis confirmed the malfunction of the module and identified physical damage to the internal components. Following the replacement of the module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion geo module not working on c-arm prop and roll positions. The device was in clinical use. The procedure was stopped, and the patient was moved to a different room. No patient or user harm was reported. The (fse) inspected the system onsite and replaced the geo module. The device was returned to use in good working order.